Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the valve. These aortic injuries are life-threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. In this case, it was reported that the valve was oversized and was not seated properly. Based on the information received the cause of the event cannot be determined; however, procedural factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards learned that a 25mm aortic valve was explanted at implant due aortic paravalvular leak secondary to over sizing. The device was originally implanted for aortic valve replacement to correct aortic stenosis. At implant, although three sutures were placed, the valve was not seated properly and mild paravalvular leak occurred as the patient's annulus got torn. The device was explanted and the annulus was repaired with additional sutures and then replaced with a 23mm aortic valve while the patient was on bypass with no adverse patient events reported. The patient status was reported as ¿restored¿. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction.